Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation. It is unknown which lead has migrated, so both are being reported on.

Event description:
Related manufacturer reference number: 1627487-2020-03399. It was reported that the patient was experiencing ineffective therapy. X-rays indicated that the patient's right lead had migrated. Reprogramming was unable to resolve the issue. As a result, surgical intervention is expected to resolve the issue.

Manufacturer narrative:
The report event of lead migration cannot be confirmed with product testing alone. As received, the octrode leads showed no compression mark on the outer tubing. Setscrew marks were present on the last terminal end contact, which indicates the lead was secured. No root cause was identified for reported event.

Event description:
It was reported that the patient's leads were explanted and replaced. Therapy was restored following the procedure.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.